Event description:
The device was used during a procedure on the rectum. Reportedly, the staples did not form properly. The surgeon removed each of the malformed clips and used another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
The product was not returned for evaluation.